Event description:
During a coronary stent procedure, the physician was unable to cross the lesion. While attempting to retract the delivery/stent device back into the guide catheter resistance was encountered. During entire system removal, the stent dislodgedat the sheath and embolized. The stent was successfully retrieved with a snare. No pt complications were reported.